Manufacturer narrative:
An event of difficulty removing the valve from the flexnav delivery system and device embolization was reported. A returned device assessment could not be performed as the device remains in the patient and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 27mm portico valve was selected for an implant using a a large flex nav delivery system. There was moderate calcium to allow anchoring of the device in the opinion of the user. The annular dimensions of the native valve was 27mm/403.1/74 perimeter. During the procedure, the valve was deployed at very good depth (5mm) at 80% stage, at the final release one of the retainer tabs was still attached, after too many manipulation to release by rotating the delivery system and slightly forward, unfortunately it dislodge the valve to the annulus level and during pulling the nose cone it hits the valve and embolized above the sinus of valsalva (sov). The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of embolization and no tension was applied on the delivery cable. The patient remains stable without any complications and the heart team decided not to snare higher rather than fix it with a snare and implant a low profile non-abbott valve. The patient remain stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.